Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with far r-wave oversensing via merlin.net transmission. Review of the episodes revealed ams and intermittent far r-wave oversensing. Testing the patient for retrograde intervals was suggested. Programming changes were made. No more episodes of oversensing were seen.